Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: etlw1616c93e, sn: (B)(4), etlw1613c124e, sn: (B)(4). Film evaluation summary: the exact cause of the reported possible endoleak leading to aneurysm enlargement could not be conclusively determined from the non-contrast post-implant CT's provided. Pre-implant anatomy information, films at implant, earlier post-implant films were not provided. There currently appears to be lack of proximal bifurcate stent graft apposition within the proximal aortic neck. Presence of endoleak could not be assessed as the CT provided were non-contrast. It is possible that the acutely angulated aortic neck may have contributed. The CT's provided showed that the suprarenal aorta/suprarental stent to the bifurcate main body was acutely angulated ~ 65 deg, l-r. The possibility of a distal type I endoleak from the right limb cannot be ruled out. The CT's provided showed that there was a large piece of calcification present along the right circumference of the distal aneurysm sac and proximal portion of the right common iliac artery. The right common iliac artery from the aneurysm sac was angulated ~ 55 deg. It is possible that calcification in the right common iliac artery combined with vessel tortuousity may have led to a distal type I endoleak.

Event description:
An endurant iis stent graft system was implanted in the patient for the endovascular treatment of a 5.2 cm diameter abdominal aortic aneurysm. It was reported that approximately two years post index procedure, a non-contrast CT revealed that the aneurysm had expanded to 6.2 cm in diameter. The physician believed that there was an endoleak but the origin was unknown. No intervention was performed and the event was not resolved. Per the physician, the cause of the event was unknown. No additional clinical sequelae were reported and the patient is being monitored by their physician.